Event description:
During procedure error code v30 appeared. System rebooted. Then error code 216 appeared. Tried three different pediatric colonoscopes but code did not go away. Model pcfh190dl, sn (B)(4). FDA safety report ID # (B)(4).